Manufacturer narrative:
The samples from the two pts were sent to siemens healthcare diagnostics for eval. The manufacturing site performed testing and did not observe the same result as the customer site for pt 1. The customer observed three samples as negative to equivocal on the advia centaur with a 4+ western blot result. The manufacturing site is seeing these three samples as equivocal to positive on the advia centaur with a western blot positive result of 2 bands with 1+ and a +/- band. These samples appear to behave as borderline samples. The fourth sample from pt is reacting similar for both methods at the manufacturing site as it did at the customer site. The sample result is negative on the advia centaur and indeterminate or equivocal in the western blot. The instructions for use states under the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6) . (B)(6) may be undetectable in some stages of the infection and in some clinical conditions." No further eval of the device is required.

Event description:
Two non-reactive advia centaur (B)(6) results were obtained on two different pt samples. Both pt samples were tested on the western blot. The first pt result was positive for (B)(6) on three different draws and the second pt result was equivocal for (B)(6) . Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
The samples from the two pts were sent to siemens healthcare diagnostics for eval. The manufacturing site performed testing and did not observe the same result as the customer site for pt 1. The customer observed three samples as negative to equivocal on the advia centaur with a 4+ western blot result. The manufacturing site is seeing these three samples as equivocal to positive on the advia centaur with a western blot positive result of 2 bands with 1+ and a +/- band. These samples appear to behave as borderline samples. The fourth sample from pt is reacting similar for both methods at the manufacturing site as it did at the customer site. The sample result is negative on the advia centaur and indeterminate or equivocal in the western blot. The instructions for use states under the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6) . (B)(6) may be undetectable in some stages of the infection and in some clinical conditions." No further eval of the device is required.

Manufacturer narrative:
The samples from the two pts were sent to siemens healthcare diagnostics for eval. The manufacturing site performed testing and did not observe the same result as the customer site for pt 1. The customer observed three samples as negative to equivocal on the advia centaur with a 4+ western blot result. The manufacturing site is seeing these three samples as equivocal to positive on the advia centaur with a western blot positive result of 2 bands with 1+ and a +/- band. These samples appear to behave as borderline samples. The fourth sample from pt is reacting similar for both methods at the manufacturing site as it did at the customer site. The sample result is negative on the advia centaur and indeterminate or equivocal in the western blot. The instructions for use states under the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6) . (B)(6) may be undetectable in some stages of the infection and in some clinical conditions." No further eval of the device is required.

Event description:
Two non-reactive advia centaur (B)(6) results were obtained on two different pt samples. Both pt samples were tested on the western blot. The first pt result was positive for (B)(6) on three different draws and the second pt result was equivocal for (B)(6) . Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant (B)(6) result.

Event description:
Two non-reactive advia centaur (B)(6) results were obtained on two different pt samples. Both pt samples were tested on the western blot. The first pt result was positive for (B)(6) on three different draws and the second pt result was equivocal for (B)(6) . Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant (B)(6) result.

Event description:
Two non-reactive advia centaur (B)(6) results were obtained on two different pt samples. Both pt samples were tested on the western blot. The first pt result was positive for (B)(6) on three different draws and the second pt result was equivocal for (B)(6) . Pt treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant (B)(6) result.

Manufacturer narrative:
The samples from the two pts were sent to siemens healthcare diagnostics for eval. The manufacturing site performed testing and did not observe the same result as the customer site for pt 1. The customer observed three samples as negative to equivocal on the advia centaur with a 4+ western blot result. The manufacturing site is seeing these three samples as equivocal to positive on the advia centaur with a western blot positive result of 2 bands with 1+ and a +/- band. These samples appear to behave as borderline samples. The fourth sample from pt is reacting similar for both methods at the manufacturing site as it did at the customer site. The sample result is negative on the advia centaur and indeterminate or equivocal in the western blot. The instructions for use states under the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6) . (B)(6) may be undetectable in some stages of the infection and in some clinical conditions." No further eval of the device is required.